Event description:
It was reported that during a tka procedure plastic broke of impactor. No delay reported. No revision surgery performed. Backup device available. No impact or injury to patient reported yet.

Manufacturer narrative:
The affected genesis ii femoral impactor was not returned for evaluation. Therefore a product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device details. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch number. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.